Event description:
Caller reported that pump quick bolus and wake button was difficult to press, requiring multiple attempts to activate pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.